Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the procedure, it became impossible to check for backflow from either lumen or injection became impossible. After that, a small amount of something resembling a blood clot came out of the lumen without the stylet, but nothing could be pulled out of the lumen on the stylet side. When tried to remove the catheter and cut off a small portion of the tip, but it felt like it was caught and couldn't remove it smoothly. Placed another catheter in the patient. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty infusing into each lumen is inconclusive because the clinical conditions in which the event was alleged to have occurred could not be replicated. One 5 fr d/l powerpicc with its inlaid 3cg t-lock assembly was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned device. The stylet was observed to be pulled slightly out of the catheter. A functional test of attempting to infuse and aspirate water through each lumen of the catheter using a 12 ml syringe revealed each lumen to be patent to infusion and aspiration. During infusion of water into the purple lumen, it was observed that blood residues exited the device without noticeable resistance. A microscopic observation revealed nothing remarkable throughout the returned catheter. Because the exact clinical conditions are unknown, the complaint of difficulty infusing is inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the procedure, it became impossible to check for backflow from either lumen, and injection became impossible. After that, a small amount of something resembling a blood clot came out of the lumen without the stylet, but nothing could be pulled out of the lumen on the stylet side. When tried to remove the catheter and cut off a small portion of the tip, but it felt like it was caught and couldn't remove it smoothly. Placed another catheter in the patient. There was no reported patient injury.